Manufacturer narrative:
The reported event of keypad failures file was opened to document an event that the customer reported. No devices or logs were returned for investigation. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported numerous (25) keypad failures following remediation. There was no report of patient involvement.